Event description:
It was reported that just before check-in to the operating room, the unit was connected and there was heavy smoke development from this motor unit. A condenser (purple-brown large cylinder) had "boiled" or "burned". In the chassis it could be seen the fluid that had come out of the component. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is in process, no further information is available.there was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: sweden.

Event description:
It was reported that just before check-in to the operating room, the unit was connected to ac outlet and there was heavy smoke development from this motor/power unit and thus not from the flushing nozzle. Smoke was inhaled by staff and patient. A condenser (purple-brown large cylinder) had "boiled" or "burned". In the chassis it could be seen the fluid that had come out of the component. Smoke development occurred before skin cuts, cords were pulled out and the motor unit was locked in an empty pass-through cabinet. After a while, the operation could begin. Due diligence is in process, there is no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The pictures provided of the device disassembled were reviewed, however, the photos didn't identify a cause and the product was discarded. No further determinations can be made without product. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.